Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump touchscreen was unresponsive. Reportedly, the customer performed a pump reset to resolve the issue ad insulin delivery was resumed. Customer¿s blood glucose level was 91-134 mg/dl.